Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported issue of a leak. A visual inspection was performed and there were no issues noted. There was also functional testing conducted, which included leak testing, clear passage testing, and clamp function testing, and there were no problems found with the transfer set. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.